Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023 . On (B)(6) 2023 , the patient experienced inaccurate cgm values two days after the sensor was inserted in the arm. The patient experienced nausea and weakness while his cgm displayed 60 mg/dl. As the patient does not have a glucometer at home, he went to the hospital where his blood glucose was determined to be 1800 mg/dl which was confirmed by a second measurement. The patient was admitted to the hospital and treated with insulin. The patient was released two days later, (B)(6) 2023 data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.